Event description:
Information was received from multiple sources, including the manufacturer representative, healthcare provider, and a clinical study, regarding a patient enrolled under the referenced clinical and study identifiers who underwent a direct decompression (bony)/osteotomy procedure using the mdt22045c stail device. Postoperatively, implant subsidence was identified and is suspected to be device-related, attributed to anatomical and biomechanical mismatch, as the largest available implant did not achieve full endplate coverage and resulted in an anterior shift of the center of rotation, leading to increased axial load concentration and inadequate load distribution across the endplate. The subsidence was not observed intraoperatively but was confirmed on follow-up imaging obtained at the one-month postoperative visit on (B)(6) 2025. The site became aware of the event on 06 aug 2025, with the relative timing reported as post-surgery. Although an intervention record notes hospitalization on (B)(6) 2025, the site¿s seriousness assessment indicates no death, disability, life-threatening condition, congenital anomaly, hospitalization, or medical or surgical intervention related to the event, and the outcome status remains unknown.

Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA# 734075 h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.